Event description:
To whom it may concern, on (B)(6) I went for my sixth month cleaning to (B)(6). The hygenist remarked on my dry mouth. She was so nice and said that they had a representative talk to them about neutrasal. She suggested I give it a try. She filled out all the paper work to receive the trial offer. The dr. Had to sign also. I received the neutrasal on (B)(6). However that stuff burned my mouth so bad the minute I started rinsing. It was uncomfortable until the next day. I thought this would be a soothing mouth. After this reaction I will never use neutrasal again. It should soothe wash, instead it was like I rinsed with boiling water. I had non-hodgkins malt lymphoma in 2000. I was treated with radiation to the neck and upper palete of the mouth. I will never use this product again. I notified the company and they have been helpful. Sincerely, mrs. (B)(6).